Manufacturer narrative:
Fujifilm investigated the defective device but was unable to determine the cause of the defect. The UDI-di for this product in the united states is (B)(4).

Event description:
For the purpose of performing ercp on a patient who had undergone postoperative intestinal reconstruction, a double-balloon endoscopy procedure was initiated using ts-13101 overtube in combination with ei-580bt endoscope. Because the intestine had formed loops, insertion took some time, and after approximately 40 minutes had elapsed, the balloon on the ts-13101 failed to deflate. The physician continued the endoscopy, and the ercp was completed as scheduled. Subsequently, the ei-580bt was withdrawn from the ts-13101, and the eg-840tp endoscope was inserted into the ts-13101 in place of the ei-580bt. After puncturing the balloon with a needle protruding from the eg-840tp, the ts-13101 was withdrawn. Because some of the patient's tissue had turned white, the physician suspected an ulcer, and the patient was placed under observation.